Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. It was further reported that the ra thresholds were due to lead dislodgement post implant. The ra lead was explanted and replaced. In addition, the right ventricular (rv) lead exhibited low and variable sensing which was due to moving post implant. The rv lead position was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 5076-45, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025. Product ID ddpa2d4, serial# (B)(6), implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.